Manufacturer narrative:
The device was received on april 8, 2021. Investigation is pending.

Manufacturer narrative:
Received one used list #mc100, microclave¿ clear neutral connector; lot #4759741. The complaint of leakage can be confirmed on the returned one used mc100 microclave. As received there were blood residuals inside the microclave. As well the silicone seal was cored. The set was disassembled to evaluate the internal spike. The spike had blood and drug rings on the spike at the level of the windows consistent with a pervious stick down and internal leakage. The probable cause of the cored seal and the blood ring observed is typical of access with an incompatible mating device during use. Dfu states: "connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a microclave clear neutral connector that was reported to malfunction during or after use. The device was found to have free fluid crystalloid tinged with red blood cells (rbcs) and an air bubble. There was no apparent leak, entrainment of air, and the cap was changed. The problem was resolved when the cap was changed. There was not an unexpected or prolonged care. There was patient involvement and no report of adverse event.